Event description:
It was reported that customer experienced pump not charging properly, received alert, and saw incorrect insulin amount shown in cartridge. There was no reported impact to the customer¿s blood glucose level. Customer declined further troubleshooting, and no additional corrective actions were taken by technical support at that time.